Manufacturer narrative:
(B)(4). The actual device is not available, however, a photograph of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that what was described as the additive port tube of a half day infusor became separated from the device. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: capture the separation of the device components. Additional information: lot manufactured from 01/16/2014 to 01/20/2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection verified that the tubing had separated from the white set-cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.